Manufacturer narrative:
Evaluation of the products shows there is unknown foreign debris found within the sterile packaging. The DHR was reviewed and no discrepancies relevant to the reported event were found. The likely condition of the device when it left zimmer biomet is non-conforming and the root cause of the reported event likely is due to a manufacturing issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow-up MDR will be submitted concomitant medical products: item# 51-108070/ tprlc 133 mp t1 pps so / lot # 6732222, item # 51-145120/ tprlc xr mp t1 pps /lot # 6695153. Foreign report source: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -02137, 0001825034 -2020 -02142.

Event description:
It was reported that the during inspection of product, debris was found inside sterile packaging. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.